Event description:
It was reported that the taping was gone and the lead wires broke off. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).